Manufacturer narrative:
(B) (4).

Event description:
There were difficulties engaging the atrial and ventricular setscrews on this pacemaker during the implantation procedure. Therefore, the device was not implanted.

Event description:
Per the audiologist, the patient was explanted due to extrusion of the device. The device was explanted (B) (6) 2010. Reimplantation is not planned at the time this report was filed.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2010.(B)(4)

Manufacturer narrative:
Device is not available for analysis. (B)(4).

Event description:
It was reported that the lead was oversensing, undersensing, noise was seen with isometrics, impedance measured high, and inappropriate therapy was delivered. Lead fracture that appeared to be possible clavicle crush was also reported. The lead was capped and replaced. No further patient complications have been reported as a result of this event.